Manufacturer narrative:
(B)(4).

Event description:
Manufacturing records indicated that this device was implanted post use by date. There were no symptoms reported. The patient was indicated for spinal pain.

Manufacturer narrative:
The IFU has been updated from spinal pain to rsd causalgia-complex regional pain syndrome.